Manufacturer narrative:
The customer¿s report of a leak was confirmed. The set was attached to lab infusion bag filled with blue dyed fluid and re priming was attempted; no leaks or issues were observed. A lab gauge needle was attached to the re primed set's distal luer and the set was loaded into a lab pump module. An infusion was then programmed at a rate of 125ml/hr for one hour, however a leak at the engagement of the tubing and bottom of proximal y-site port was observed. The set was also pressure tested; a leak at less than 10psi occurred from the earlier observed area. The tubing was manually cut approximately an inch away from the observed leak area and a dimensional analysis of the tubing per the tubing's specifications was found to be within specification. Further analysis identified the observed leak to be due to insufficient solvent being applied at the tubing engagement. The root cause of a leak was identified as a manufacturing issue due to insufficient solvent being applied at the engagement of the tubing.

Event description:
The customer reported leaking at y-site engagements in their versasafe infusion IV set in the (B)(6) center. The leak occurred either while persantine was piggybacked into the d5w primary IV line, or while d5w was infusing by itself. There was no patient harm.